Event description:
A volume discrepancy was reported. Expected residual volume (erv) was 6.2 ml and the actual residual volume (arv) was 18 ml. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).